Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic feeling fatigued, it was noted that high output mode began about three weeks after implant. The left ventricular lead had dislodged. The patient recalls bike riding in which she had been pulled vigorously by the handlebars. The lead was explanted and replaced.